Event description:
It was reported that the customer is receiving an alarm indicating that all insulin deliveries have stopped. The alarm was cleared and insulin deliveries were resumed, but the customer did report high blood glucose levels due to the stoppage of insulin.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.